Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent an off-label transcatheter tricuspid valve replacement (ttvr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve. Approximately two (2) years, two (2) months, and six (6) days post ttvr, the patient underwent a valve-in-valve ttvr procedure with a new 26 mm s3ur valve due to moderate tricuspid stenosis. Per additional information received from the valve clinic coordinator (vcc), the patient was symptomatic with decreased stamina.